Event description:
It was reported that a patient presented for a device upgrade. During the procedure, the physician had difficulty removing the leads from the header of the pacemaker (pm). The physician was ultimately able to remove the leads with additional tension and replace the pm. The patient condition was stable.

Manufacturer narrative:
The reported event of difficulty to remove both atrial and ventricle leads from the header was confirmed. Analysis revealed there was blood accumulation in the connector port zones including the connector block areas. The blood in all these areas had a bonding affect between the inside of the connector ports and the silicone lead body surfaces of the lead and also the lead pins. This made the removal of the leads difficult. No device anomalies were found. The blood was most likely not cleaned from the proximal ends of the leads before they were inserted into the connectors at time of implant.